Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(46 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged a random alarm noise with vibration occurred. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: during investigation, the pump was powered on and an unusual sound was found to be coming from pump. The pump was opened and moisture corrosion was observed on the display board. Unrelated to the complaint, investigation revealed moisture damage on the back side of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.